Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device would not re-open while applied to tissue. The surgeon was able to pry the instrument open with another device and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.